Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hemicolectomy, while being applied on the large bowel, the device partially fired and account cut the tissue thinking that the staples had deployed. Tissue damage and large colorectal bleeding on the unstapled section were observed. Bleeding was arrested with ligation and transection of colon was repeated with a different stapler - wherein additional colon was removed. The procedure was converted to open surgery due to the reported device condition. The surgical time was also extended by 30 minutes or more.